Event description:
Rptr complains of scaly skin, rash, burning pain in chest, dry eyes, mouth and vagina, hands turn white in cold, joint swelling, salivary gland problems, muscle aches, pains and weakness, loss of memory and balance, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, bladder problems, chronic fatigue, night sweats, nose ulcers, low grade fevers, and tingling in legs, arms, breasts and back.